Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer&#38112;blood glucose level was 137 mg/dl. Reportedly, the customer was sick. System check could not be performed with tandem technical support as the customer changed the infusion set.